Event description:
It was reported that while attempting to set up for the sheath to be introduced into the pt, the dilator hub became detached. As a result, the catheter was not used and another sheath was placed successfully for the pt. There was no delay in treatment, no pt death, and no pt complications were reported. The pt outcome was fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.